Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads. (B)(4) 02/11/2017.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the chamber were you lock the reservoir in, the lip was broken. Troubleshooting was performed for damage and noticed the insulin pump has fall into the floor. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.